Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with the anvil closed and with an ecr60g cartridge loaded on the device. The cartridge was received partially fired 1/2 consistent with an incomplete or interrupted cycle. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. Furthermore the anvil was found bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a cystectomy procedure, the device remained closed on the tissue. When exchanging the second reload of the device, the device stayed blocked in closed position on tissue. The physician had to use a second device to cut and staple around to allow the closed device removal. The bleeding was more important than expected but no transfusion was needed. No abnormal noise or resistance while using the device. Another like device was used to complete the procedure. There was no patient consequence.